Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash from the lifevest underneath all three therapy electrode pads. The rash was described as red, bumpy, and itchy. The patient spoke to her doctor who advised her to buy hydro-cortisone cream. Follow-up indicated that the rash had significantly improved.